Manufacturer narrative:
Details of complaint: on (B)(6) 2020, customer at (B)(6) hospital of usc reported two bedsides showed communication loss for 2-5 seconds before resuming monitoring at this central station pu-681ra with serial #(B)(6) . Service requested: assistance in troubleshooting. Service performed: nkts verified cns was communicating properly and the two bsm's were properly placed for monitoring. Nk ts verified all the network connections as per network specifications and in common switch. Host table confirmed that the bedsides were communicating properly with no communication loss errors. After comprehensive troubleshooting, nk ts could not get original issue to reoccur and advised customer to call back if the issue reoccurs. Customer called back to inform that the issue did not reoccur. Investigation summary: root cause of the issue could not be identified as the reported issue could not be duplicated. Customer called back to inform nk that the issue had not recurred to date. The risk priority of the issue is categorized as: medium. Since the root cause of the issue could not be identified and the reported issue occurred for 2-5seconds. It is assumed to have been caused by lost connection or customer environmental factors. Issue is not suspected to be caused due to malfunctioning or deviation of functionality of the device. Also, communication loss on central nursing station (cns) can impact patient monitoring on telemetry devices, however patients not on telemetry devices are being monitored on bsm's without any issue. Review of device history found no similar incidents of communication loss before or after this incident was reported. Therefore, CAPA is not initiated. Additional device information: d10: concomitant medical device: 2 bedside monitors were being used in conjunction with the cns, but the model and serial number information was not provided by the customer.

Event description:
The nurse reported that there was communication loss on the central nurse's station (cns) for 2-5 seconds and resumed monitoring. Cns was monitoring 2 wired bedside monitors (bsm). Nihon kohden technical support (ts) confirmed with the customer that the bedsides were currently properly communicating without taking actions and had resumed by itself. Ts also checked the host table and confirmed that confirmed that the bedsides were communicating properly with no comm loss errors, and they could not duplicate the issue. The nurse was going to alert the biomedical engineer to collect logs. We have contacted the customer, but they have been unresponsive. No patient harm reported.

Manufacturer narrative:
The nurse reported that there was communication loss on the central nurse's station (cns) for 2-5 seconds and resumed monitoring. Cns was monitoring 2 wired bedside monitors (bsm). Nihon kohden technical support (ts) confirmed with the customer that the bedsides were currently properly communicating without taking actions and had resumed by itself. Ts also checked the host table and confirmed that confirmed that the bedsides were communicating properly with no comm loss errors, and they could not duplicate the issue. The nurse was going to alert the biomedical engineer to collect logs. We have contacted the customer, but they have been unresponsive. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: 2 bedside monitors were being used in conjunction with the cns, but the model and serial number information was not provided by the customer.

Event description:
The nurse reported that there was communication loss on the central nurse's station (cns) for 2-5 seconds and resumed monitoring. Cns was monitoring 2 wired bedside monitors (bsm). Nihon kohden technical support (ts) confirmed with the customer that the bedsides were currently properly communicating without taking actions and had resumed by itself. Ts also checked the host table and confirmed that confirmed that the bedsides were communicating properly with no comm loss errors, and they could not duplicate the issue. The nurse was going to alert the biomedical engineer to collect logs. We have contacted the customer, but they have been unresponsive. No patient harm reported.